Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Event description:
On (B)(6) 2013, the device was implanted via l-p shunt to the patient (B)(6). The initial setting pressure is unknown. After implantation, it was found by MRI that the ventricles of the patient¿s brain became large. The surgeon tried to change the pressure but could not. On (B)(6) 2015, the revision surgery was conducted and the device was replaced with the same new product at 160mmh2o. The patient¿s condition is good.

Manufacturer narrative:
Upon completion of the investigation it was noted that the position of the cam when valve was received was 160mmh2o. The valve was visually inspected: no defects were noted. The valve was tested for programming. The valve failed the test; during the programming process the cam mechanism did not move. The valve was irrigated with purified water. An occlusion was noted at the inlet of the ruby ball. Therefore a fine needle was inserted into the flow opening of the valve inlet under the ruby ball and its seat, the ruby ball was manually popped free from its stuck position using light force. The valve was irrigated again, the flow was slow. The siphon guard was irrigated with purified water: the flow was slow. The catheters were irrigated with purified water, no occlusion was noted. The valve was dried. The valve was leak tested, no leaks were noted. The valve was retested for programming. The valve failed the test, during the programming process the cam mechanism did not move. The siphon guard was removed for pressure test. The valve was then pressure tested at 160mmh2o, the valve failed the test. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found covering the hole of the cam mechanism. The cam magnets were also controlled. The magnets were ok. Review of the history device records confirmed the valve product code ns9008, with lot cpgbt0, conformed to the specifications when released to stock on the 25th june 2013. The root cause of the programming problem is due to biological debris found covering the hole of the cam mechanism. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.